Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment resulting in the replacement of a cable. The hardware, software, and instruments passed the system checkout after the cable was replaced. The system was found to be fully functional. The cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that the camera on the system was cycling. When trying to connect to ndi toolbox configuration utility an error message appeared reading "failed to connect - timeout error". This was discovered outside of surgery. No patient impact.